Event description:
Event description cpi received information that during an attempted implant of this bipolar endocardial lead (0015) the helix broke off in the patient. Another cpi lead (0013) was implanted in the patient.